Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units battery charging indicator is not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had an issue where machine is not working on battery. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6)).

Manufacturer narrative:
It was reported that during a routine check cs100 intra-aortic balloon pump (iabp) had a issue machine is not working on battery. There is no patient involvement. A getinge field service engineer checked machine and found machine working on battery but in display bar indicator is not available. Also checked charging voltage and battery voltage by multimeter & voltages are proper. But in pneumatic system test battery voltage is 0.1 v & battery current is 0 amp. Power supply looks defective it need to be replaced. Customer is under amc and they have repaired locally.

Event description:
N/a.